Manufacturer narrative:
On 7/10/2019, a manufacturing record evaluation (mre) was performed for the finished device number 5906038, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate.a manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted.reason for device explant and/or reoperation: n/a.concomitant products: a mentor smooth round moderate profile 300cc , catalog number 3501645, serial number (B)(4), lot number 5908557.manufacturer¿s reference number:(B)(4),

Event description:
It was reported that a female patient underwent a breast augmentation revision with a mentor smooth round moderate profile 300cc and experienced deflation on the breast implant. The side is unknown. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 08/22/2019, during evaluation of the sample it was observed to be intact. Leak testing revealed there was a tear located in the union between the valve and the patch measuring approximately less than 0.1 cm. Microscopic examination was performed. No evidence of instrument damage was observed. No additional anomalies were observed. The second product received is related to a concomitant device, there are neither deficiencies alleged nor patient injuries. Therefore no further investigation is required. Possible causes of deflation of saline-filled implants include but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 7/16/2019, it was reported to mentor that the facility information is known: phone: (B)(6). Name: (B)(6) center. Address: (B)(4). In addition, the patient¿s age 36-years-old, side of implant was right side, the date of implantation was 2011 , the affected product catalog number was 3501645 , lot 5908557 , serial number (B)(4), name: mentor smooth round moderate profile 300cc, the date of explantation was (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that the replacement devices were mentor smooth round moderate plus profile 300cc. On 8/1/2019, a manufacturing record evaluation (mre) was performed for the finished device number (B)(4), and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).